Event description:
Both breast implants ruptured, silicone leaking outside scar capsule, free floating silicone in chest. Chest pain, muscle spasms. Breast implants removed (B)(6) 2019 to improve symptoms, discovered both ruptured during surgery. FDA safety report ID# (B)(4).